Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact. Visual inspection of the terminal pin assembly and electrode tip found no anomalies, however the insulation was twisted throughout the lead body. A stylet insertion test was performed and passed, indicating no blockage in the lumen. Testing was completed to assess lead electrical performance and inner insulation integrity, and measurements throughout these tests were within normal limits. Detailed analysis did not identify any lead characteristics to confirm the alleged observations from the field, and testing of the helix mechanism was unable to be performed due to dried blood/body fluid in the helix housing.

Event description:
It was reported that approximately 6 weeks after implant during routine follow-up in the clinic it was observed that this right ventricular (rv) lead had high thresholds and no capture at max output. An x-ray was performed where there were no obvious signs of displacement. A lead revision was performed where it was reported to have difficulty removing the lead and took over 30 turns to retract the helix, and then over 40 turns again extend the helix. Subsequently, during the redeployment there was a sudden jump pacing impedances that remained high when tested on the pacing system analyzer. The lead was successfully explanted and replaced without sequela, and was returned to the distributer for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that approximately six weeks after implant and during routine follow-up in the clinic it was observed that this right ventricular (rv) lead had high thresholds and no capture at max output. An x-ray was performed where there were no obvious signs of displacement. A lead revision was performed where it was reported to have difficulty removing the lead and took over 30 turns to retract the helix and then over 40 turns again extend the helix. Subsequently, during the redeployment there was a sudden jump pacing impedances that remained high when tested on the pacing system analyzer. The lead was successfully explanted and replaced without sequela, and was planned to be returned to the distributer for analysis. No additional adverse patient effects were reported.